Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received the error message, "scan again in 10 minutes," and after that, "replace sensor," while wearing the adc freestyle libre sensor. On (B)(6) 2019, while already in the hospital for a non-diabetic issue, the customer became anxious, exhibited "nervous movement," and had a seizure. A blood sugar of 517 mg/dl was obtained on an unspecified meter and the customer was treated with intravenous insulin (insulatard 18 units) for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer received the error message, "scan again in 10 minutes," and after that, "replace sensor," while wearing the adc freestyle libre sensor. On (B)(6) 2019, while already in the hospital for a non-diabetic issue, the customer became anxious, exhibited "nervous movement," and had a seizure. A blood sugar of 517 mg/dl was obtained on an unspecified meter and the customer was treated with intravenous insulin (insulatard 18 units) for hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer received the error message, "scan again in 10 minutes," and after that, "replace sensor," while wearing the adc freestyle libre sensor. On (B)(6) 2019, while already in the hospital for a non-diabetic issue, the customer became anxious, exhibited "nervous movement," and had a seizure. A blood sugar of 517 mg/dl was obtained on an unspecified meter and the customer was treated with intravenous insulin (insulatard 18 units) for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: the manufacturing date has been updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was returned, and was fully seated. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and perform simvivo test. All results were within specification. No malfunction or product deficiency was identified.